Manufacturer narrative:
The endowrist vessel sealer instrument will not be returned to isi for failure analysis evaluation as the instrument was discarded by the customer; therefore, the root cause of the customer reported failure mode cannot be determined. A follow-up MDR will be submitted if the instrument is returned (post engineering evaluation) or if additional information is received. Based on the information provided, this complaint is being reported due to the following conclusion: it was alleged that during a da vinci-assisted surgical procedure, the endowrist vessel sealer instrument did not seal the patient's tissue. There was no report of any patient harm or adverse outcome. However, it is unknown what caused the vessel sealing issue experienced by the surgeon.

Event description:
It was reported that during a da vinci-assisted general surgical procedure, after the surgeon sealed mesentery tissue using the endowrist vessel sealer instrument, the surgeon observed no thermal affect to the patient's tissue. Reportedly, the issue occurred during initial use of the instrument. The audible tones denoting the instrument's sealing cycle and sealing cycle completion were noted to have occurred. The tissue purchase taken by the surgeon was reported to have not been too thick or too big. The surgeon had not encountered any clips or staples or other hard material. It is unknown if the patient had undergone any previous chemotherapy or radiation treatments. The surgeon was reported to have been using the endowrist vessel sealer instrument in seal mode and the surgical site was not too wet. Reportedly, the surgeon was able to perform subsequent seals with the instrument with no issues. The surgeon completed the planned surgical procedure using the affected instrument. The date of the surgical procedure was not provided and the site discarded the instrument.